Event description:
It was reported that the procedure was treating a non-tortuous, heavily calcified, 80% stenosed, de novo lesion in the mid left anterior descending coronary artery. After pre-dilatation with a non-abbott balloon, the 2.5x15mm nc trek balloon dilatation catheter was used for additional dilatation; however, the balloon ruptured at 13 atmospheres during the first inflation. A non-abbott balloon catheter and a multilink 8 stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.